Event description:
As reported to implantable devices by operating room material mgr: catheter blockage on a carotid shunt was discovered while shunt was being used on a pt. It was extracted and another shunt (different lot#) was used in it's place. No injury to pt.